Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 concentration and 997 dose) via an implantable infusion pump. It was reported that the pump was explanted due to a possible malfunction. It was noted that nothing was found via the pump logs. The issue was reported as resolved, there were no symptoms reported and the patient was alive with no injury. It was reported that the pump would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report had malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a device manufacturer representative indicated that there was nothing related to the pump as being problematic. The pump was being sent back just for reassurance. No further complications have been reported.